Event description:
Reporter indicated that vns pt went to emergency room due to feeling of dizziness, legs giving out, and a fall that resulted in the pt hitting their head. The pt was treated and released from emergency room care. Treating neurologist indicated that the event was not related to the vns and could possibly have been due to severe anxiety. Device parameters were increased and were reportedly tolerated well.